Event description:
A 4.0mm diameter x 18mm length medtronic ave gfx2 stent was inserted into the left anterior descending coronary artery. It was not possible to cross the target lesion due to severe calcification of the target lesion. Therefore, the sent and delivery system were pulled back into the tip of the guide catheter, where it caused the stent to dislodge from the stent delivery system balloon at the left main artery. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter. The pt was sent to emergency bypass surgery for treatment of the target lesion; however, the stent remains within the pt. There was no additional clinical sequelae relative to the event.